Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) may 2015 complaint report was reviewed for the xcela pasv PICC product family and the failure mode,"guidewire unraveled." No adverse trend was identified. The used guidewire was forwarded to (B)(4) supplier, (B)(4), along with a supplier corrective action request (scar). (B)(4) response suggests handling factors impacted this event, as the event description indicates that the guidewire was being manipulated within the needle when the damage was incurred. The character of the core wire fracture located 3.86cm from the distal tip suggests the specimen wire sustained prolapse damage at or near the distal tip end of the needle and resulted in the coil damage when subjected to further manipulation. Therefore, no corrective action will be taken by (B)(4). (B)(4) performed a DHR review of the reported lot and found no indication of a manufacturing defect that could have impacted the reported event. (B)(4).

Manufacturer narrative:
The used guidewire has been returned for evaluation. As this is a purchased device for navilyst medical, it is being forwarded, along with a supplier corrective action request (scar), to the manufacturer, lake region manufacturing. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As PICC was being placed, the guidewire packaged with the catheter "unraveled during advancement in the axillary vessel." A physician was called in for consult, and he "removed the wire and the needle all together as it was getting stuck." The case was then completed with another guidewire. The original guidewire was returned to navilyst medical for evaluation.